Event description:
The customer reported the system locked up. This was attributed to an intermittent communication fail error message. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos and the rtos were replaced during the service call. The system was tested and found to be working as intended and put back into service.